Event description:
Boston scientific received information that this patient called boston scientific to report that recently they had been taking medications for a urinary tract infection and experienced a syncopal event after which they were taken to the hospital where they spent four days. It is unclear if the medication was the cause of the syncope and efforts to determine if this was device related have been unsuccessful. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.